Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cutter did not actuate during procedure. The condition of aspiration was unknown. The product was replaced and the procedure was completed. The replaced product could not aspirate. There was no patient harm.

Manufacturer narrative:
One opened probe was received, without a tip protector, in a tray along with other items. At the time of receipt, the probe needle was observed to be bent. The sample was visually inspected and found to be nonconforming with the probe needle bent at the stiffener, confirming the received condition. The inner cutter was in the port and orange/brownish foreign material observed on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation and conforming for cut. The probe was disassembled, and the components inspected. The degree of wear could not be determined due to the inner cutter broke while trying to extract it from the bent needle. Retested for actuation could not be performed due to the broken inner cutter. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had an actuation failure. The most likely cause for the actuation failure is from the bent needle. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the bent needle could not be determined from this evaluation, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cutter did not actuate during a vitrectomy procedure. The condition of aspiration was unknown. The replaced product could not aspirate. The third replacement probe was obtained and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).